Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 with a cartridge during basal delivery. Customer's blood glucose level was 391 mg/dl, which was addressed with a long acting insulin injection. Reportedly the customer was able to reload the cartridge, and verified that insulin was coming out of the pump.